Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while the customer was attempting to deliver a bolus. The customer's blood glucose was 336 mg/dl. The customer reverted to manual injections for alternate insulin therapy.